Event description:
This is 1 of 2 device for this event reported on complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates that the trial spacer corresponds to the drawings and processes at the time of manufacture. Too much force or torque was applied to the ferrule causing it to break. An accurate hardness re-inspection was not possible but the certificate from the DHR review confirms that the device was conforming to specifications. No manufacturing related fault could be detected.

Event description:
It was reported during an anterior lumbar inter body fusion surgery (l5-s1), the alif trial spacer rasp and threads within the device, broke. The device could not orient/rotate in any direction. Since the rasp had already been oriented in the correct direction prior to the event, the procedure was not prolonged due to the malfunction. It was reported there was no adverse effect to the patient. This report is for an alif trial spacer rasp - quick release 13mm height. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted and the report indicates: the returned device shows evidence of damage to the sleeve component. The thread fractured at the minor diameter of the most proximal thread. The remaining features and components are in good condition. The luminary alif insertion set (01.808.103) includes a family of alif trial spacer rasps. This family of trial rasps includes the part numbers 03.808.103 thru 108. The lot# for this returned instrument is (B)(4). Synthes received this lot in (B)(4) 2006. Synthes manufactured this instrument to drawing 03_808_103 rev a. Synthes product development reviewed the drawings relevant to this revision. The failure occurred at the minimum wall thickness at the minor diameter of the thread and the inner diameter of the sleeve component. In (B)(6) 2007, dco (B)(4) changed the sleeve component. This dco changed the minimum wall thickness at the minor diameter of the thread from (B)(4). Since (B)(6) 2006 the complaint history shows (B)(4) instruments with this failure mode (part numbers included in the analysis: 03.808.103, 03.808.104, 03.808.105, 03.808.106, 03.808.107, and 03.808.108). The chu calculated an occurrence rate of 0.9 percent based on the sales of luminary alif allograph ((B)(4)). Synthes produced this instrument to (B)(4). To date, the chu reports forty-five complaints for the same failure mode made to this revision. Since a design change, this failure mode has not been reported. The disposition for this specific trial spacer rasp is valid. A corrective action preventative action (CAPA) has been initiated and is in progress. Also, a device history record review was done and no irregularities were found during the review.